Event description:
It is reported that a customer stated that the infusion set is stuck in the serter. The patient's blood glucose level was at 467 mg/dl. The customer was informed that the serter will be replaced. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.